Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a high blood glucose and a no delivery alarm every time the customer's mother tried to give the customer a bolus. Customer's blood glucose was 251 mg/dl. Customer was advised to change the set. Caller stated that the cannula was bent.